Manufacturer narrative:
(B)(4). The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Note: as it is unknown which ipg was replaced, both devices are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14113. It was reported the patient¿s ipg was unable to communicate with external devices. The patient last felt stimulation approximately a month ago. Surgical intervention may be undertaken in the future to address the issue. Note: as it is unknown which ipg is cervical, both devices are being reported on.

Manufacturer narrative:
Further information was requested but not received. (B)(4).

Event description:
Additional information indicates the patient did not recharge the cervical or thoracic systems as recommended. Therefore, both ipgs were deemed inoperable. Surgical intervention may be pending to address the issue